Event description:
A hospital reported to our distributor that an rt106 breathing circuit did not heat up during use. No pt consequence was reported.

Manufacturer narrative:
The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The returned circuit was visually inspected for bent pins and tested to see if it could be connected to a heater wire adaptor. A heater wire adaptor could not be connected to the heater wire socket in the inspiratory limb. An inspiratory limb heater wire pin was found to be severely bent and flat against the wall of the socket. This prevented the adaptor from connecting to the heater wire socket. A lot check revealed no other complaints of this nature for this lot number. Conclusion: an improvement was made to the production process to prevent bent pins passing the production test. The lot number shows that this event occurred after the production improvement, suggesting the damage to the pin occurred during transport or during the setup of the equipment by the user. Our monitoring and trending of events involving bent pins in adult breathing circuits has a rate of occurrence worldwide in the last year.